Event description:
During a subacromial decompression the surgeon was using a 4.0 acromionizer. Intra-operative, approximately 45 minutes into the procedure it was noted that the inner part of the burr was abrading against the outer sheath, shedding metal about 2cm from the tip. Circumferential stripping of the inner section of the burr. The metal sharding was visible via a scope in the joint and the pieces were not removed. A back up device was available to complete the procedure.

Manufacturer narrative:
The device was tested and it was confirmed that the bushing rotates. Visual inspection confirmed that the batch was de-burred and there was no damage to the hub/sluff. Scoring was noted on the inner tube. The inner and outer blade subassemblies were evaluated for dimensional conformance and found to meet design specification for total indicated run-out of the subassemblies. The outer blade tip and tube alignment were within specification. CAPA (B)(4) has been opened to investigate the root cause and supply applicable corrective action. (B)(4).